Manufacturer narrative:
The delivery device, with the stent on the balloon, was received and damage was observed at the wire port. The shaft was torn distally in this area. Product analysis verified the difficulty stated in the complaint. The catheter was pressurized and fluid loss was noted in the outer shaft located at the wire exit port. Examination in the area of the leak revealed a tear in the outer shaft material. Microscopic examination of the outer shaft in the area of the leak revealed damage that appears to be the result of the guide wire tearing through the lumen at the wire exit port. Damage of this nature is consistent with a situation when the guide wire does not remain parallel to the catheter shaft. The manufacturing records for top assembly batch 7415265 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. This will continue to be monitored for future trends. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Facility medwatch # unk. It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The physician was attempting to deploy the taxus express2 3.0x28mm drug eluting stent when the balloon ruptured at 4 atm's. The stent did not deploy. The stent delivery system was exchanged for another 3.0x28mm taxus stent to complete the procedure. No pt complications occurred. Pt status is satisfactory.